Manufacturer narrative:
(B)(4). G2: malaysia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the articular surface cannot fit well on tibial tray due to defect. Product will be returned investigation. No patient impact or harm reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6,h11 visual examination of the provided pictures identified the device appears to be slightly damaged. However, based solely on the images, a more detailed assessment cannot be made, particularly regarding the seating of the articular surface on the tibial plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.